Manufacturer narrative:
(B)(4)

Event description:
It was reported that " when the dilator was inserted, the tip split open. As a result, increased resistance was noticeable. During the investigation, it was found that this problem had already occurred with another physician and another lumen." The patient's current condition is unknown at this time. Associate MDR numbers include: 3006425876-2026-00194.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " when the dilator was inserted, the tip split open. As a result, increased resistance was noticeable. During the investigation, it was found that this problem had already occurred with another physician and another lumen." The patient's current condition is unknown at this time. Associate MDR numbers include:3006425876-2026-00194 and 3006425876-2026-00221.